Event description:
A caller reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information for a pump reset and guided the caller through the process. After the reset, the error did not reappear, and the customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.